Event description:
Review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4), the belt failed the electrode belt current test. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon service eval. Corrosion was found in ECG d. The cause of the electrode belt current test failure is the corrosion of the ECG "d" pcb. The root cause of the corroded ECG cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the corrosion. The last pt to use this belt did not report any deficiencies.